Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)/ unintended pregnancy)") in a 32-year-old female patient (gravida 4, para 4) who had essure (batch no. 664839(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (three live births on ((B)(6) 2004; (B)(6) 2009; (B)(6) 2002)), postpartum state and vaginal delivery on (B)(6) 2009. Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included penicillin allergy and food allergy (w/ acid-itching). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes, irritability"), irritability ("irritability") and tooth disorder ("dental problems"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea") and migraine ("migraines/headaches"). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, irritability, urinary tract infection, vaginal infection, headache, nausea, tooth disorder and vaginal discharge outcome was unknown and the migraine had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, irritability, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement procedure. She was not currently planning for essure removal and she had not removed essure (discrepancy between removal). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: live birth without complications. On (B)(6) 2013, patient had performed home pregnancy test due to live birth without complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)/ unintended pregnancy)") in a 32-year-old female patient (gravida 4, para 4) who had essure (batch no. 664839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (three live births on ((B)(6) 2004; (B)(6) 2009; (B)(6) 2002)), postpartum state and vaginal delivery on (B)(6) 2009. Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included penicillin allergy and food allergy (w/ acid-itching). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood altered ("hormonal changes describe: mood changes, irritability"), irritability ("irritability"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), headache ("headaches"), nausea ("nausea") and migraine ("migraines/headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, irritability, urinary tract infection, vaginal infection, headache, nausea, tooth disorder and vaginal discharge outcome was unknown and the migraine had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, irritability, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement procedure. She was not currently planning for essure removal and she had not removed essure (discrepancy between removal) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion pregnancy test - on (B)(6) 2013: live birth without complications on (B)(6) 2013, patient had performed home pregnancy test due to live birth without complications. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical records received, medically confirmed case, patient demographic, relevant history, lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number updated, new event hormonal changes describe: mood changes, irritability, pregnancy (no complications)/ unintended pregnancy), urinary tract infection, vaginal infection, migraines/headaches, nausea, dental problems, vaginal discharge and vaginal pain were added. The event pain and pelvic pain clubbed with previous event incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.